Event description:
The physician achieved arteriotomy closure using the closer s 6 fr. Device. The physician is extremely proficient with the device. The patient had a cold foot a few hours after insertion of closer s. Patient sent to surgery for jump graft. Patient expired-but not likely due to femoral issues. Patient had organ issues and expired due to organ failure.